Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/25/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the pediatric patient experienced a skin reaction with redness, inflammation, and infection, at the needle puncture site, which occurred 5 days after the sensor had been inserted in the arm. The reaction was treated with a prescription of an oral antibiotic, flucloxacillin. At the time of the report the patient was stable. No additional event or patient information is available.